Event description:
Per the physician's report, the electrode array was only partially inserted due to extensive obliteration of the cochlea. Ten electrodes were programmed and the pt used the implant successfully. By 2006, the pt was unable to maintain magnetic contact between the external coil and the implant. Three days later, his physician performed a surgery to reduce the thickness of his skin flap. Following that surgery, the pt reported better magnetic attraction but that he was unable to hear. Device integrity testing was performed and suggested a problem with device function. Explantation/reimplantation surgery plans have not been reported to cochlear.